Event description:
See 1219856-2005-00127 for first event involving the same patient. It was reported that the iab was removed from the tray without the one way valve. The valve was then attached and the vacuum drawn. The iab prematurely unwrapped as it was inserted through the sheath. As a result, another iab was used. It was inserted without further difficulty. There were no reported patient complications.